Event description:
Customer reported an issue with the dpm central station's display, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. System was rebooted and returned to normal use.